Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the replacement surgery has not yet been scheduled. It was unknown if the explanted implantable neurostimulator would be returned for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient has not used their ins in about 6 months. The rep was attempting a device reset in the office. The reason for the reset was patient compliance. No symptoms or further complications were reported. Additional information received from the rep reported that the reason the patient had not charged the ins was that they were out of town and did not have their recharger. The ins was in over-discharge. The rep was able to get the ins out of overdischarge but the patient followed up 2 days later and stated that after getting to 25% battery they were no longer able to communicate with the ins. It was unknown if the patient was compliant in charging to 100%. A replacement of the ins was scheduled. It was noted that the stimulation had helped the patient's pain when they were using it in the past. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the replacement was scheduled for (B)(6) 2018 but the patient was currently rescheduling for an unknown reason. No further complications were reported.